Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event was unresolved at time of study exit/death/study closure. Additional information received from a healthcare professional (hcp) via a clinical study reported the patient exited the study on (B)(6) 2021. The reason for exit was care transferred to another physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, lot/serial# :(B)(4), implanted: (B)(6) 2019, product type :catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 14-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2020-sep-15 regarding a patient receiving fentanyl (2000mcg at 400.28232 mcg/day), bupivacaine (20mg at 4.00282 mg/day), and morphine (2mg at 0.40028 mg/day) via an implanted infusion pump. It was reported that on (B)(6) 2020 the patient reported pain relief in their lower back although the pump was implanted to manage facial pain and was at c7. The patient was not feeling their bolus. Morphine was increased and a catheter dye study was suggested for (B)(6) 2020. On (B)(6) 2020 the patient indicated they were getting minimal relief and wanted to schedule the dye study. The event was ongoing. The etiology indicated the event was related to the device/therapy, was not related to the implant procedure, and was possibly related to the drug with an increase in morphine noted to be a contributing factor. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 a catheter dye study was performed and functional, but the catheter had migrated from c7 to t2. The device diagnosis was other catheter migration. On (B)(6) 2020 the patient reported status quo. It was noted at next refill they will have an increase in morphine. On (B)(6) 2021 the patient reported adequate pain relief with bolus. On (B)(6) 2021 the device was reprogrammed where they increased the fentanyl. No further complications were reported/anticipated.